Manufacturer narrative:
Follow-up 1: supplemental report (10/10/2013), lfs customer services contacted the patient by phone for additional information. During initial call to lfs, the patient mentioned he had developed symptoms of ¿hot head and regular symptoms of high blood glucose¿ prior to obtaining the alleged inaccurate high reading of ¿7.8 mmol/l¿. During the follow-up call, the patient confirmed normal/typical blood glucose readings for him are usually between ¿6.4 and 7.2 mmol/l¿. The patient confirmed that a few minutes prior to testing with the subject meter and other device he only felt ¿hot head¿ and did not develop any other symptoms. The patient denied receiving medical treatment in response to the symptom. The new information obtained by the patient does not change the classification of this complaint which was reported as a malfunction. Based on information provided, the patient did not suffer a serious injury due to the alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurately high results. The reporter obtained blood glucose values of 7.8mmol/l on a lifescan meter and 5.6mmol/l on another meter within 30 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the difference between the two results (39%) exceeds the maximum acceptable value of 30% difference between readings compared to another meter within 30 minutes of each other. The reported results did not meet lifescan's acceptable accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 3 ¿ (11/18/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/8/2013 and 11/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/10/2013 and 10/22/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.